Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number was 14k with supplementary information number of ¿14¿. (M-bc manufacture date: apr 14 2021). The cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The following information was provided from the omsj. What type of the procedure was being performed? (Which part of the body?) ;est(papillotomy) was performed in ercp. Which electrosurgical unit was being used for the procedure? ;amco, icc-200 what was the setting value for the cut mode and the coagulation mode? ;endocut 120w effect 3 * the coagulation mode was unused. At what times did the reported event occur? (For example: how many minutes after the procedure started, did the reported event occur?) ;it occurred after the user stepped on the footswitch 2-3 times. Which mode was being used when the event occurred? (Cut, blend or coagulation) ;cut mode (described above) how was the wire contacting the tissue when the reported event occurred? ;the wire was contacting the tissue sufficiently. What is the average activation time for the cut mode or the coagulation mode? How long is the maximum activation time? ;unknown. Other information to help performing an investigation while handling the device (during the preparation or the procedure);nothing. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire. Length of coated portion. Operation of cutting wire. This instruction manual contains the following information. (Drawing no.gk6224 revision no.8). Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Based on the confirmation result and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of ¿1)¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. Avoiding the above situations will prevent the cutting wire from breaking.

Event description:
Olympus medical systems corp. (Omsc) was informed olympus medical science sales co.,ltd. (Omsj) that the during the endoscopic sphinc terotomy procedure, two kd-v411m-0725 wire broke when energized. Other information obtained is as follows. In both cases, the subject device broke on the second or third energization. The broken wire has not fallen off into the patient, the procedure has been completed with the third device, and no health hazard has occurred. The hf unit used is erbe's icc200, with an endcut of 120w and effect 3. There was no report of patient injury associated with the event.